Event description:
Reportedly, to treat the cto lesion at lcx, during advancing into the lesion over the guidewire the tip of corsair was broken. Procedure was continued and completed by another corsair catheter.

Manufacturer narrative:
Upon inspection of returned device on september 1, it was revealed and known that he catheter was broken and separated at its tip end with the trace of breakage due to pulling force. It is presumed tha the tip end of corsair catheter was caught by cto lesion, where pull-back manipulation was applied with force, resulting breakage of tip end by the force exceeding the product's design limit.